Event description:
It was reported that during a laparoscopic appendectomy procedure, during the case the surgeon nicked the bowel with the blade of the trocar.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The following information was obtained by the sales representative: the patient was a very thin muscular man which required more force for the surgeon to insert the trocar. The surgeon believes the shield did not cover the blade after insertion. The surgeon used silk suture to repair the bowel and there was no further consequence for the patient. It is unknown if the surgeon completed this laparoscopically or converted the procedure to open. The account indicated they will not release the device to ees for analysis. The hospital may request a third party evaluation and if so, will contact us. They have not determined whether the event is reportable to FDA. Spoke to rep and the following information was obtained during her conversation with the surgeon: the surgeon was not required to insert through muscle due to his choice of port placement. He believes the incident may have been due to a combination of a thin patient, causing more force to insert and the area of placement; he could not say with certainty the shield did not cover the blade. The blade punctured the mesenteric artery and hit the bowel. The abdomen filled with blood and the surgeon promptly opened the patient; approximately 600cc's of blood loss. The surgeon used a silk tie to fix the defect and the procedure was completed. The patient is still in the hospital but recovering well. The rep in-serviced the surgeon and he has decided to change his port placements as well as test arm each trocar prior to his cases to help reduce the risk of this reoccurring. The complaint could not be confirmed because no device was returned for analysis. The manufacturing records were reviewed and no anomalies were found.